Manufacturer narrative:
(B)(4). Device evaluated by MFR: promus element plus mr, ous 2.75 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found centre struts pulled slightly and distorted out of the crimped stent position. There were no signs of damage to distal or proximal struts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube and shaft polymer extrusion profile. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24oct2016. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery. After engaging a 6f guide catheter and crossing the lesion distally with a non-bsc guide wire, predilation was performed with a compliant balloon. A 2.75x38mm promus element" plus drug-eluting stent was then advanced but failed to cross the lesion. The device was removed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.